Manufacturer narrative:
The out of range issue could not be verified. The occlusion was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. In addition, it was reported that the customer received multiple occlusion alarms. Reportedly, the customer would only clear the alarms when occlusions occurred, and did not change out the pump supplies. Customer's blood glucose level was 70-200. Reportedly, the customer continued to use the pump for insulin therapy.